Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy due to high impedances on both leads. The high impedances also restricted the patient's ability to enter the device into MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted.

Manufacturer narrative:
The date of event is estimated.